Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2001. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2001. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported on (B)(6) 2018, the patient was examined to establish care for the presence of the greenfield filter. The patient stated he had a dvt in his leg while he was on a ventilator. He was in a coma that lasted 30 days. This was as a result of a motor vehicle crash with head injury, multiple fractures, chest and abdominal trauma. He had splenic injury requiring splenectomy. He had bilateral pneumothoraces. He had the ivc filter placed at that time to prevent pulmonary embolus. CT scan was performed and identified that the proximal tip of the filter penetrated the wall of the ivc and the distal prongs have penetrated the ivc distally.